Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose. Customer's blood glucose was 18 mg/dl at the time of the incident. Customer's current blood glucose is 127 mg/dl. Customer has treated with food. Customer stated that she will call back later to troubleshoot. Customer stated that she was unsure if the drive support cap is protruded, loose, sticking out, or flush. Customer stated that she had to call the paramedics at night because she goes out at night. Customer declined to go to the hospital. Customer stated that she cannot complete troubleshooting at this time.